Manufacturer narrative:
Download data did not contain a hazard alarm. Device was successfully rerun and no issues were observed. Investigation found no damages nor defects that could contribute to reported event. The device was received with the hard cannula visible in the exposed portion of the soft cannula. The linkage assembly was observed to be in the partially deployed position. After opening the device, the needle mechanism moved into the fully deployed position. Score marks were found on the underside of the top housing, indicating a misalignment of the linkage assembly. The misalignment of the linkage assembly resulted in the needle not fully retracting into the pod. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had blood glucose (bg) values that reached over 250 mg/dl. No further details to report.